Manufacturer narrative:
Legal manufacturer: (B)(6). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a check of the system and confirmed the reported issue. The on/standby switch was replaced to resolve the reported issue.

Event description:
The hospital reported that the device would not power up intermittently when the on/standby switch was switched to the "on" position. Only manual ventilation was available. There was no report of patient involvement.